Manufacturer narrative:
(B)(4). The originally provided lot number was incorrect. This report has been updated to reflect the corrected information.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently made available. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70 mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The catheters were irrigated, no occlusion noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3184, with lot cvfbv7 conformed to the specifications when released to stock in 19th may 2016. Review of the history device records confirmed the bactiseal catheters product code 82-3072, with lot 102001 conformed to the specifications when released to stock in 21st october 2016. No root cause could be determined; as no problem was noted with the valve or the catheters. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a programmable valve and a bactiseal catheter kit became blocked 3 months after implantation. There were no reports of delay or patient harm.